Event description:
During a coronary stenting treatment procedure, the stent delivery device became locked with the filterwire. The physician had delivered a 300 cm filterwire ez into the saphenous vein graft in the lad coronary artery. He subsequently followed it with the magic wallstent. The wallstent had difficulty passing the arch, however it successfuly crossed and the stent was deployed. After stent deployment, the stent catheter and the filterwire locked together. The physician removed the two devices as a unit. The contents in filter embolized distally when wire and catheter were removed causing a "no reflow" situation and subsequent closure of the saphenous vein graft. The physician attempted ptca intervention in the lad, administered verapamil, and tracked a catheter, but was unsuccessful in opening the graft. The pt experienced chest pain with anterior lead st segment elevation and acute anterior myocardial infarction. The pt was transferred to the intensive care unit for medical management. The pt subsequently experienced a small bowel obstruction with perforation resulting in death secondary to sepsis and poor left ventricular function.